Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported brush stuck in the channel tube issue was confirmed. A definitive root cause of the issue could not be determined, however, it is possible that the issue was due to device damage as a result of user handling/mishandling. Additionally, the observed foreign material coming out of the channel could not be identified, however, the issue was likely the result of device reprocessing not being performed due to the brush stuck in the channel tube. The event may be prevented by following the instructions for use sections below: olympus gf-ue190 reprocessing manual olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of brush was stuck in the channel was confirmed. Device evaluation found that the channel tube was clogged with a brush. The clogging inside the channel tube could not be removed. In addition to foreign material exited from the channel finding, the additional evaluation findings are as follows: due to damage on the channel tube, water tightness was lost, due to damage on charged coupled device unit, the image had white dots, due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements, acoustic lens had a scratch, light guide lens had a crack, adhesive on bending section cover was detached, due to wear of angle wire, and bending angle in up direction did not meet the standard value. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound gastrointestinal videoscope brush was stuck in the channel. The issue was found during preparation for use. There were no reports of patient harm. During evaluation of the returned device, it was found that foreign material exited from the channel and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.